Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted mitral annular calcification (mac) which resulted in poor visualization. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) and poor imaging appear to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.